Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button and a blank display. The customer¿s blood glucose was 160 mg/dl at the time of incident. Customer stated that the insulin pump alarmed stuck button while troubleshooting for blank display. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and customer was unable to clear the alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with all buttons unresponsive due to corroded. No blank display anomalies or stuck button alarms noted. Unit received with cracked case corner of the belt clip rails near the battery compartment, minor scratches on case and minor scratches on lcd window.